Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The device has not yet triggered recommended replacement time (rrt). As of (B)(6) 2016, the most recent battery measurement was 2.84 v with an average estimated remaining longevity of 1.4 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead appeared to be dislodged with some contact in the atrium that caused high thresholds and intermittent capture. The high thresholds and outputs prompted early battery depletion of the patient's implantable pulse generator (ipg). Both the lead and the ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.